Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found one drop from the probe on the instrument after startup cycle was completed. The fse replaced the diluent filters, reran startup and checked for leaks. Replacement of the diluent filters resolved the leak. Customer did not know when the diluent filters were last changed. Identified failure modes: the failure mode for the leak can be attributed to changing the diluent filters. No erroneous results were generated for this event. Upon recur; the failure mode is likely to cause erroneous cbc (complete blood count) results as a result of sample contamination during aspiration. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 12 analyzer. The customer was running startup when the leak of 5-10 ml from a probe was identified. The leak was not contained. The operator was wearing gloves at the time of the incident. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.